Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 823 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient recently had magnetic resonance imaging (MRI) performed and a motor stall was seen at initial interrogation. It had not been less than 2 hours since the patient exited the MRI field. Telemetry state and re-interrogating the pump with logs was reviewed at the time of the report. It was indicated that interrogations resulted in a recovery. The logs indicated a motor stall recovery when the hcp read the pump during the call. Troubleshooting had resolved the event. No patient symptom was reported. No further patient complications have been reported as a result of this event.